Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a fatal error that would pop up when anyone tried to access the device at the station. A field service engineer conducted an inspection and identified a failure in the rm, specifically the rosales pcba board (119656-01). The issue continued to occur even after disconnecting all auxiliary components and the rm, testing only the main unit. Additionally, after disconnecting all drawers, the problem remained unresolved. The engineer replaced the communication sled with a part from noi, yet the issue persisted. It was noted that the application still recognized the drawers despite their disconnection. Subsequently, all auxiliary components and the rm were reconnected, followed by data synchronization. The towers and rm were reconfigured, and it was determined that the main matrix drawer 1 had failed, leading to the replacement of the pcba board (7210-1) and further reconfiguration to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced a whole hardware failure, resulting in a hardware error each time medication was retrieved, and the customer tried to reboot multiple times, but the issue persisted. Due to this malfunction, the nurses were unable to retrieve medications from this specific device. However, they could access medications through another pyxis located within the same unit and there was no delay in medication administration. There were no adverse events or injuries reported based on this event.